Event description:
A nurse that a dull knife with burrs on the blade was noted during surgery. An alternate knife was used to complete the procedure. There was no impact to the patient. Add'l info was requested.

Manufacturer narrative:
A sample has been rec'd by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Add' info has been requested. (B)(4).